Event description:
Per the reporter, ¿online he sees where other people who have pumps have issues and a lot of problems¿, but he did not know anything more about it.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).